Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - h8. A getinge field service technician (fst) was dispatched to evaluate the unit. Fst verified that failure is intermittent. Unable to isolate reason for intermittent failure. As a precautionary measure replaced inverter, coiled cable, keypad controller, inverter cable, video receiver cable, keypad controller cable, display assembly, and missing screw. Performed functional check and safety test then returned unit to clinical service.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit has display issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.